Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 23-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that impedances were checked post-operative on (B)(6) 2019, and electrodes 8-15 were greater than 40,000 ohms. No contributing factors were known. No further interventions were taken at the time of the report. The rep indicated that the patient has been referred to another physician for the revision of the lead. The issue was not resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-02-27. It was reported that the revision was planned for (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the revision has not occurred yet. The rep believes the patient was meeting with their doctor on (B)(6) 2019 to discuss the revision. The lead is currently implanted and not functioning. No further information was reported.